Event description:
Report received from the "us" stating that device "stopped working." The device was used during an orthopedic procedure. There were no pt or user injuries reported. No delays were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and functioned as designed. The motor passed the acceptance test. The complaint could not be duplicated. The event was not confirmed. If add'l info is received, a supplemental report will be sent (B)(4).